Event description:
It was reported that during a sigmoid colectomy procedure, the device would not open after the final firing. The device was stuck on tissue then finally was able to open then it would not come out of the trocar. Another device and trocar were used to complete the procedure. It is unknown how the device was opened and there was no tissue damage. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Closure trigger top. The long60a device was received for analysis with no visual non-conformances, the indicator in the locked position and with a fully fired blue cartridge reload present. In addition, the device was received with the anvil closed and with a trocar on the tube. The device was tested for functionality in the articulated position with a test reload and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. In addition, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4).